Event description:
The customer reported via phone call indicating that the insulin pump had an a64 alarm. Customer's blood glucose was 3 mmol/l. The customer was advised that the insulin pump failed safety check. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the self test with no alarm. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.